Manufacturer narrative:
(B)(4). Batch # l92e3k. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the device has alarm during extensive hysterectomy operation. And the hospital restarted the device and pre-run. However the titanium tip broke during test. Since it broke outside of patient, there is no report on patient's injury.